Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they had not heard from the patient that they had experienced their stimulation turning off on it own again. They stated they believed that the cause of the stimulation turning off on its own on a couple of occasions was due to a matter of patient education. The rep indicated that this information wsa not confirmed with the physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that after the patient¿s first post-operative appointment when they were teaching patients how to recharge the patient happened to mention that a couple of occasions they had paired the programmer to the battery and noticed the stimulation was off when they had not turned it off. The patient had not needed to recharge yet so that was not the issue. The rep went over the programmer with the patient again and instructed the patient if that happened again to call. The rep wondered if it was just patient education that was needed. There were no environmental factors that may have led or contributed to the issue. Troubleshooting/actions performed to resolve the issue was patient education. It was unknown if the issue was resolved and the rep would follow-up for more information. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.